Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing "split" and leaked during patient use, however upon receipt of the returned product it was found that the tubing had separated at the lower fitment of the silicon segment. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment. Functional testing was not performed because of the separation; fluid was leaking from the separation. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed on the pvc tubing and the results were within specification. The root cause of the customer¿s experience was no solvent being applied at the junction of the tubing during manufacturing of the set.

Event description:
The customer reported that the tubing "split" and leaked during patient use, however upon receipt of the returned product it was found that the tubing had separated at the lower fitment of the silicone segment. There was no patient harm.